Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was later communicated 14apr2026 that additional log files were sent for review. The log files captured backup battery fault alarms beginning at 1:23 pm on 13apr2026. A driveline disconnect was then noted at 1:32 pm with no further reconnection to the system controller. There were no other unusual events recorded in the log file event history. The mechanical circulatory system (mcs) equipment was operating as intended.